Event description:
It was reported preparation for a transcatheter aortic bioprosthetic valve replacement procedure, in a patient with a short membranous septum measuring 1.3mm and right bundle branch block at baseline, the patient was deemed at risk for a "high block". Temporary pacing was initiated. During the implant, at 80% deployment, at a depth of 2mm on the non-coronary cusp and 6mm on the left coronary cusp complete heart block (chb) presented. The valve was fully deployed; however, the chb remained unchanged. Temporary pacing was left in place at the completion of the case.

Manufacturer narrative:
Select patient information cannot be included in the regulatory report due to regional privacy regulations. Section d references the main component of the system. An additional device associated with the system and in use during the event: brand name: evolut fx valve; product ID: evolutfx-29 (serial: (B)(6)); product type: 0195-heart valves; implant date: (B)(6) 2025; explant date: not explanted. Continuation of d10: product ID: l-evolutfx-2329 (lot: 0012399238); product type: 0195-heart valves; implant date: not implantable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the day after the valve implant, the temporary pacing was removed and subsequently a permanent pacemaker was implanted.

Manufacturer narrative:
Updated data: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.